Manufacturer narrative:
Device evaluation should have been checked; MDR-2015-09865.

Event description:
It was reported that the patient presented to clinic after receiving a patient notifier for long charge time. Merlin.net tarball confirmed that the charge time limit had been reached during a capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported field event of long charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.